Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). This is filed for heart failure and re-hospitalization. It was reported that the patient underwent the mitraclip procedure on (B)(6) 2018, with implantation of two clips. The functional mitral regurgitation (mr) was reduced from severe grade to mild. On (B)(6) 2019, the patient was re-hospitalized due to heart failure. On (B)(6) 2019, the patient was re-hospitalized due to heart failure. No additional information provided.

Event description:
Subsequent to the initial MDR report, additional information was received. Information was reported that the patient was re-hospitalized from (B)(6)2019 to (B)(6)2019. Per study physician, the hospitalization was unrelated to the implanted clips. During the (B)(6) 2019 re-hospitalization, intravenous (IV) diuretic medication was administered and an esophagogastroduodenoscopy (egd) was performed. The patient was re-hospitalized on (B)(6)2019. Per study physician, the re-hospitalizations are unrelated to the study device or study procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the investigation determined the patient effects appear to be related to a pre-existing condition and the patient effects listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.